Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain / extreme pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("very heavy bleeding / horrible bleeding") and alopecia ("hair loss") and was found to have weight increased ("also gained a ton of weight"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and alopecia outcome was unknown and the weight increased had resolved. The reporter considered alopecia, genital haemorrhage, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, genital haemorrhage, pain, alopecia, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new information: new events (alopecia, pain, genital bleeding, weight gain), patient's age and medical history added. Event medical device removal deleted and surgery added to pelvic pain. On 23-mar-2020: social media received. No new significant information was added. Reporter was added. F/up 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy in (B)(6) 2011') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy in (B)(6) 2011') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.